Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a fatal error during windows update. The field service engineer (fse) cloned the hard drive from the pharmacy, removed the old database from the new drive, renamed the computer, configured rss, and completed a data sync. The system functioned as intended after the field service engineer troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station encountered a fatal error c0000034 during the windows update. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.